Event description:
The customer reported that while the central station was in use monitoring patients along with spectrums at the bedsides, the central station failed to identify and call a vfib rhythm. The patient expired, but the customer does not attribute the patient's death to the system.

Manufacturer narrative:
The company service representative found the system to be operating according to specifications. He observed that the external speaker volume at the nurse's station was set to the off position. At the customer's request, the external speaker was removed from the system. Clinical education specialist, visited the site following the incident and reviewed system performance with hospital staff. A detailed analysis of the system documentation taken at the time of the event did not indicate any malfunction of the system. The system did alarm for "low heart rate" hospital staff did not respond to those alarms.